Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that error code "cf08" appeared and calibration failed. The device was used for the procedure. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.